Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold in all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Per customer hygiene microbiological investigation (hmi) sampling taken, the microbial results obtained on (B)(6) 2022, are as follows: storage prior to sampling: surestore cabinet for two days isolated microbes: raoultella ornithinolytica: negative. Pseudomonas aeruginosa, serotype: poly-agglutination. Conclusion: the device does not conform and must not be used until a compliant result is obtained.

Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. The device has been returned and an evaluation completed for it. Upon inspection the device shows elements of wear and tear. Observations for the device: distal end cover insulation is less than threshold and is chipped; light guide rod lens has one crack; distal end rubber coating (a-rubber) adhesive is separated and worn out; universal cord has a scratch; biopsy channel has wear and tear; and angulation is reduced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is anios clean excel d. Disinfectant is used during manual cleaning. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, and distal/areas around the forceps elevator. Model number of the brushes used asept inmed, ref 201790. Automatic endoscopy reprocessor (aer) device is cantel isa. Detergent used with it is intercept plus cantel and disinfectant used is rapicide pa medivator cantel. The device is stored in a surestore cabinet. Maintenance of the device is not done by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.